Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on (B)(6) 2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported that occasionally they would observe < linearity for alkaline phosphatase and bun on the architect c8000 analyzer. When the samples were repeated, they were in normal range but no specific data was provided. The customer reported after she rebuilt the syringes and cleaned the wash cups, the issue was resolved. She had mentioned that was her first-time performing syringe maintenance and did not do it correctly. There was no reported impact to patient management or user safety.